Manufacturer narrative:
Analysis of the stimloc cap found it to be asymmetrical. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID (B)(6) lot# 082223716a serial# implanted: explanted: product type accessory analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 924256, lot# 082223716a, product type: accessory.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the stimloc cap was damaged. One of the lips on the cap was bent and broke off. The cause of the issue may have been use error and the cap not being placed correctly in the stimloc ring. Troubleshooting included the hcp trying multiple times to place the cap in the stimloc ring. The stimloc cap was replaced in the same procedure and the issue was resolved. No patient complications were anticipated.